Event description:
Caller states, the outer third of the inform base connector pins and the plastic casing surrounding it shows signs of melting and burning. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. Reference medwatch with (B)(6) for the inform meter.